Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he could not calibrate due to high blood glucose levels. Customer's blood glucose at the time of the incident was 504 mg/dl. Customer declined to troubleshoot at the time of the call. Product is expected to return.